Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and ECG monitoring stress testing, using the returned ECG cables, mfc, and paddles, without duplicating the report. The device was recertified and returned to the customer. The clinical file of the event was not available for review. Without a clinical log however, it cannot be confirmed if the device could not display ECG signal. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.